Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open, due to this issue user was unable to issue medication. The customer logged out completely. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, march 10, 2025, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was unable to issue medication, drawer would not open. A technical support specialist (tss) had the customer log out completely, after which the customer signed back in. Following this action, the customer was able to successfully issue medication. The system functioned after the technical support specialist troubleshoot the issue.